Event description:
It was reported the gen01, hp052, lcsc5, and lcsb5 were used during a laparoscopic cholecystectomy. It was reported by the rep the lcsc5 locked out with the first 3 beeps after activation. The device was troubleshot by re-clicking the blade, cleaning the blade, activating the blade with tissue pad open to no avail. The test tip was used and the device worked. An lcsb5 was then opened and it locked out on the 10th beep. The same troubleshooting was done to no avail. The case was completed with electrocautery. The hp052 and gen01 are the sales rep's demo units. There was no consequence to the pt.